Event description:
Information received from the field does not address the patient's clinical status but notes loss of ventricular capture and sensing and lead impedance >1990 ohms in the bipolar mode.